Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced twiddler syndrome. This resulted in right ventricular (rv) lead insulation damage. The lead was repaired and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced twiddler syndrome. This resulted in right ventricular (rv) lead insulation damage. The lead was repaired and remains in use. No further patient complications have been reported as a result of this event.